Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after the 2.75x48 mm xience xpedition stent was deployed in the moderately calcified and tortuous, left anterior descending coronary artery, there was a dissection at the distal edge of the stent. One 2.5x18 mm xience alpine stent was deployed to successfully treat the dissection. There were no adverse patient sequelae. No additional information was provided.